Manufacturer narrative:
(B)(4). Baxter received one actual sample in reference to the report of a system error 2240 (air in set). The set was placed on a homechoice machine for priming and the machine ran with no alarms. The set was then tested underwater at 8 psi with no leaks noted. No manufacturing abnormalities were noted during the visual inspection of the set. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during drain 1 of 4. The patient was connected. The baxter technical service representative (tsr) advised the patient that air had entered the setup. The tsr had the patient close the transfer set and clamps, and cycle the power. A se 2367 alarmed. The tsr advised the patient they would need to start over with new supplies. The tsr had the patient cycle the power again so the hc displayed "press go to start." The patient would start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient was able to resume therapy successfully after starting over with new supplies. The patient stated they did not notice any visible damage or abnormalities with the supplies in use at the time of the alarm. The patient stated they spoke with their nurse about the alarm and that therapy has been going well since the then. There was no patient injury or medical intervention reported.